Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation, the test guide wire passed through without any resistance. Aspiration test was performed and nominal aspiration level was achieved immediately. Regarding the user report a temporary occlusion of the catheter during the intervention is assumed. The catheter showed no malfunction. There is no apparent adverse event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent thrombectomy and atherectomy procedure using aspirex device. It was reported that during the procedure, catheter allegedly got stuck and would not work. There was no reported patient injury.